Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that sealing could not be done during a laparoscopic sigmoidectomy. Another device was used to complete the procedure. No further info is available from the site.